Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and an adverse event. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient's mother reported that at 2:00am on (B)(6) 2019, the patient experienced a seizure and was almost out of conscious. Patient was taken to the hospital where she was treated with glucogel sachets, bread with jam and orange juice. Patient was released from hospital after 4 hours. The patient's blood glucose (bg) readings and continuous glucose monitor (cgm) readings for the time of the event were not provided, however the patient experienced inaccuracies later that same day where the cgm reading was 9.4 mmol/l and bg reading was 15.0 mmol/l. At the time of contact, the patient felt fine. The reported allegation falls within the b zone of the parkes error grid. The data investigation confirms values that fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.